Event description:
A report was received that the patient underwent pocket revision due to discomfort at the generator site. The pocket was shallow and the doctor felt the need to place the ipg deeper. The patient was reportedly doing well after the procedure.